Event description:
It was reported that during a coronary stenting treatment procedure, deflation difficulties occurred. The lesion being treated was a 99% stenosed, non tortuous, non calcified mid right coronary artery (rca) lesion. The lesion was predilated with a 2.0 x 20 mm maverick balloon, 2.5 x 20 mm maverick balloon and a 3.0 x 20 mm balloon (type unknown). A choice pt 0.014 x 182 cm guide wire was used with a 6 fr jr 4 bsc guide catheter. The balloon of the express2 4.5 x 24 stent was inflated on the first attempt, deploying the stent successfully. After deploying the stent the physician noticed the balloon deflating slowly. It was reported to take over 30 seconds to deflate the balloon using nagative pressure applied by the physician with a separate 20 cc syringe. The device was removed from the patient intact and deflated. There were no patient injuries related to the slow balloon defaltion. The patient was successfully completed and the final patient condition is reported to be good.